Event description:
It was reported that a homechoice device experienced an unspecified failure. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The reported event was unknown; however, a system error 2201 was identified during a review of the event history log. Full functional testing, electrical safety testing, calibration and simulated therapy were performed and no error occurred. The cause of the problem was undetermined. Should additional relevant information become available, a supplemental report will be submitted.